Event description:
A review of service data detected a reportable event. During servicing batter sn (B)(4), the battery produced battery pack faults. The last patient to use this battery did not report any deficiencies.

Manufacturer narrative:
Device evaluation of battery sn (B)(4)has been completed. Upon eval, there was liquid contamination to the battery's pca board. The root cause for the contamination was unable to be positively determined, but was likely liquid ingress of an unk contaminant. No adverse event resulted from the damaged battery. The last patient to use this battery did not report any deficiencies.